Event description:
It was reported that the insulin pump was submerged in water and the buttons were unresponsive. It was stated that the time on the insulin pump was not advancing. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.